Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 450mcg/day, for intractable spasticity. Prior to pump replacement, pre-operatively, the catheter access port (cap) was accessed and it was not possible to aspirate cerebrospinal (csf) fluid. The patient had increased spasticity over the past few weeks but had attributed it to a dose decrease to 450mcg/day from 490mcg/day. On (B)(6) 2015 the existing catheter was cut and tied at the spine, the pump segment was removed, and a new catheter was replaced. No further diagnostics were performed. As of the time of this report the situation was considered resolved. The patient status was "alive-no injury". The patient's medical history includes cerebral palsy. Follow-up is being conducted to obtain all information relevant to the event, such as the cause of the event.